Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. (B)(4).

Event description:
A report received from (B)(6) stated a pt was reintubated because the 7.5 taperguard tracheal tube cuff was deflated. Although requested, no additional pt info was provided.